Event description:
It was reported that a spectrum iq pump alarmed constant downstream occlusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported, ¿alarmed constant downstream occlusion¿ was not reproduced. The device was tested for downstream occlusion test with passing results. A review of the event history log revealed multiple occurrences of downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was undetermined however the downstream sensor will be calibrated and the force sensor no-tube and force sensor scale factor will be performed during the repair process. Should additional relevant information become available, a supplemental report will be submitted.